Event description:
It was reported that the customer experienced a high blood glucose level of 437 mg/dl. The customer also reported issues with the software. No product is being returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusions can be drawn at this time. We therefore consider this report complete to the best of our knowledge.